Manufacturer narrative:
Submit date: 06/20/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that the unit's occlusion alarm did not occur; peg tubing was clamped. It was set to run at 150ml/hour and the incident occurred after two hours. No patient harm.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of the unit¿s occlusion alarm not alarming when tubing was clamped. The unit was triaged and the reported issue could not be confirmed; the unit passed all testing. Corrected information: originally reported as: manufacturer name: covidien. (B)(4). Originally reported as: manufacturing facility name: covidien (B)(4).